Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uf2a, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0uf2a, ubd: 01-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A revision was reported by the patient. The patient reported that ¿towards the end¿ they were having a horrible time with the therapy device. The patient stated that their lead wire had been diagnosed as broken. The revision occurred on (B)(6) 2019. There were no further complications reported/anticipated.